Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a biohazard bag. Upon return, the supplied 40cc inflation driveline tubing was connected to the iabc short driveline tubing. The teflon sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. A bend was noted to the iabc at approximately 23.0cm from the iabc distal tip. The bladder was noted wrapped (or considered twisted). Dried blood was noted on the exterior of the sample; no blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The proximal and middle portion of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 20.7cm from the iabc distal tip, which is the location of a noted bend. The guidewire was able to advance through the central lumen. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab did not unwrap" is confirmed. During the investigation, the distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "iab did not unwrap. Placed an iab initiated pumping pump alarmed helium loss alarm, removed iab noticed it did not unwrap. Removed iab and placed a second it went well". Additional information states that the second iab catheter was inserted into a different insertion site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab did not unwrap. Placed an iab initiated pumping pump alarmed helium loss alarm, removed iab noticed it did not unwrap. Removed iab and placed a second it went well". Additional information states that the second iab catheter was inserted into a different insertion site.